Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying intermittent comm loss. They also reported that 3 of their remote nurse's stations (rnss) had been affected as well. The cns was monitoring multiple bedside monitors (bsms) at the time. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) instructed nk cas to have the person of contact (poc) reboot the server and the switch and then have the biomedical engineer (bme) contact nk ts to perform additional troubleshooting steps. Good faith attempts to verify the results of the reboot have not been answered by the customer. A root cause is most likely due to the facility's network environment, settings, or permissions.

Event description:
The customer reported that their central nurse's station (cns) is displaying intermittent communication loss.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying intermittent communication loss. They also reported that 3 of their remote nurse's station's (rns's) have been affected as well. The cns was monitoring multiple bedside monitors (bsm's) at the time. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Approximate age of the device. Device model was not provided, so the age of the device is unknown. Concomitant medical products: the following devices were used in conjunction with the cns: rns 1, model: a/rns-6803, sn: (B)(4). Rns 2, model: ni, sn: ni. Rns 3, model: ni, sn: ni. Multiple bsm's, model: ni, sn: ni.

Event description:
The customer reported that their central nurse's station (cns) is displaying intermittent communication loss.